Event description:
Patient reported "rupture" via mammogram with ultrasound. Healthcare professional later reported "rupture" and "capsular contracture baker grade iii". This report is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "rupture" via mammogram with ultrasound. Healthcare professional later reported "rupture" and "capsular contracture baker grade iii". This report is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture via mammogram with ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b3, b5, b6, d6b, h6.

Event description:
Patient reported "rupture" via mammogram with ultrasound. Healthcare professional later reported "rupture" and "capsular contracture baker grade iii". This report is for the left side. Device has been explanted.